Event description:
According to the reporter, intra-operatively, the needle broke from the steel suture.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.